Event description:
It was reported that there was a malfunction resulting in loss of power. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the auxiliary power outlet affects the auxiliary equipment that it is plugged into and does not affect the main power of the anesthesia machine. Ventilation and delivery of gas from the anesthesia machine will continue uninterrupted. There is no reportable malfunction. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.